Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms during bolus. Blood glucose level at the time of the incident was 432 mg/dl, which was treated with manual injections. The customer was unable to troubleshoot as these were past events. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.